Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged product issues began. The patient stated that her meter displayed an unknown error where unspecified letters appeared on her meter. The patient denied taking any medications to manage her diabetes and continued with her usual diabetes management routine as a result of the alleged product issue. The patient claimed that on an unknown time after the alleged product issue began she developed the symptoms of ¿heart beats funny- atrial fibrillation¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that after walking through a retest the issue remained unresolved. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.